Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the packaging seal not being intact is confirmed; however, the exact location at which the seal was peeled open and cause remains unknown. One 4 fr sl powerpicc solo catheter kit with lot: recz2861 was returned for investigation. The kit contents were returned outside of the outer packaging. The outer packaging was also returned. The top seal was returned open. Evidence of seal material transfer was present on the clear film. The opposing surface on the tyvek showed a crease which further supports that a complete seal was present. The sealed portion of the packaging was peeled open and no apparent issues were observed or felt. The packaging was observed to have permanent indentations and wrinkling. The width of the seal material transfer present on the top packaging seal was measured and was found to be within specification. Since evidence of a proper seal being applied at the time of manufacturing was observed during investigation of the sample, the exact location and time at which the seal was opened is unknown. No additional complaints were reported for this product lot. A review of the manufacturing records and inspections showed no evidence that the reported event was caused by the manufacturing process.

Event description:
It was reported the rn went to get the kit off the shelf and when she picked it up, noticed the seal was not intact. The rn did not utilize on a patient.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recz2861 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the rn went to get the kit off the shelf and when she picked it up, noticed the seal was not intact. The rn did not utilize on a patient.